Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported shutdown issue. The programmer never shutdown during testing. Analysis did note that there were errors in the device logs. The software was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off suddenly and sometimes does not turn on. The programmer was returned for service. There was no patient involvement.